Event description:
Upon interrogation during a regular follow-up performed on (B)(6) 2017, a warning message was displayed indicating that a device reset occurred on (B)(6) 2016. It was reported that the patient underwent a strong radiation therapy procedure on (B)(6) 2016. On the same day, a non-sustained episode showing oversensing was recorded. Reportedly, during the follow-up performed on (B)(6) 2017, the subject ICD was operating normally.